Event description:
Bullet cage separated from itself after being forcefully malleted into disc space. Peek cages are susceptible to fracture when impacted in a position where it cannot advance. Per communication with the surgeon/rep, a 7mm paddle disc shaver was used as part of disc prep, but no trial was used prior to attempting insertion. After fracture of the first cage, a second h7mm cage was able to be inserted without issue. No patient harm was observed and there was a delay in surgery. Surgical technique was not followed.